Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue at this moment. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.